Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op/ e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced oophoritis ("post op bilateral ovarian infection"). The patient was treated with surgery (16 th will be e-free, essure removal, hysterectomy leaving my ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the oophoritis had not resolved. The reporter considered medical device removal and oophoritis to be related to essure. The reporter commented: here come the 16th I will be e-free. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op/ e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced oophoritis ("post op bilateral ovarian infection"). The patient was treated with surgery (16 th will be e-free, essure removal, hysterectomy leaving my ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the oophoritis had not resolved. The reporter considered medical device removal and oophoritis to be related to essure. The reporter commented: here come the 16th I will be e-free. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.